Event description:
Information received from the field notes that the patient reported having diaphragmatic stimulation. When the device was programmed to 6.0v loss of pacing and >2500 ohms ven- tricular lead impedance was noted. After turning the pro- grammer off and back on, the physician interrogated the device and found that it had spontaneously changed to odor mode. The device was reprogrammed and normal function ensued.